Event description:
It was reported that during an initial implant procedure, noise was detected on the pacemaker. The lead was removed to reconnect it to the device header; however, removal was difficult due to a tight fit in the header port. It was suspected that the header set screw did not tightened the lead adequately. To avoid further issues, the physician replaced the pacemaker, and a new one was implanted successfully. No patient consequences were reported.